Event description:
While attempting to gain access to femoral artery, both 4 and 5 french sheaths separated precluding access to the artery. After several attempts to gain access and the beginning accumulation of a hematoma to the operative site, the physician terminated the procedure. The procedure was rescheduled to be done the following week. Hematoma was managed by manual pressure and the pt was discharged without further incident.